Event description:
Pt undergoing bilateral femoral osteotomies with intramedullary nail for internal fixation procedure, using fassier-duval telescopic im system. Drill bit tip broke. X-ray confirmed drill bit tip was in right femur. The drill bit was left in the pt, as retrieval effort could cause more harm to the pt. The drill is used to ream the intramedullary canal of the bone to the appropriate size prior to the insertion of the nail. The drill broke during the reaming procedure.

Manufacturer narrative:
Inspection reports, material and process certificates showed that this device was manufactured according to specifications. The design of the device is not of concern since this device has been on the market over 10 yrs. This type of devices has been used in several thousand surgeries and this is the first time occurrence. The failed device was used in 11 surgeries prior to this failure. Pega medical rep was present at the surgery where it failed and he did not observe any unusual force applied on the instrument before breakage. Therefore, it is suspected that the device had an inherent crack or defect prior to the surgery. This defect could have been caused by a previous misuse, such as drilling on metal (friction with other instruments) or use of the device for another purpose, or by accidental impact.